Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into remedy of the issue. Upon request for further information, it was responded that the device is back in use after replacement of the power supply; the shutdown occurred as a consequence of the power supply malfunction and a depleted internal battery. Reportedly, the device has alarmed during the course of event. Dräger concludes the following: the device is equipped with an internal battery that serves as a fail-safe mechanism to compensate mains power losses; with a fully charged internal battery in good condition the minimum operation time is 30 minutes. The device will post alarms when the residual capacity underruns 20% and 10% and posts also an alarm at complete loss of power via a buzzer that is buffered by an independent power source. The internal battery is subject to wear and tear, shall be inspected/tested regularly and exchanged every two years. The involved device was manufactured in 10/2013 and, it is not known when the batteries were replaced last time. It could not be clarified if the device ran until battery depletion after the power supply malfunction had manifested or if the battery was overaged resulting in an unexpected premature shutdown. The user is advised to test the battery condition during pre-use check. Finally, it is considered that either a use error or a maintenance problem was an additional factor in the event - the power supply malfunction itself should not have resulted in a complete shut-down of the device; appropriate measures are in place. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly shut down during use. It was mentioned that this did not lead to consequences for the patient.